Event description:
It was reported that the pacemaker pacing rate was temporary reprogrammed for a surgery and after the operation was done, the device was returned back to original mode. It was alleged by a patient family member that the temporary change in pacing rate had induced acute heart failure, aggravated pleural effusion, and lead to deterioration of cardiac function and made the patient extremely weak. No further information was available.